Manufacturer narrative:
The calibration and qc results were within the acceptable range. Therefore, a general reagent issue could be excluded. The investigation did not identify a product problem. The cause of the event could not be determined.

Event description:
There was an allegation of a questionable ca 19-9 elecsys result from the cobas 6000 e601 module. The initial result was 40.32 u/ml which was considered wrong and not released to the patient or doctor. The repeat result from another cobas e601 analyzer was 9.89 u/ml. The repeat result on the same analyzer was 9.12 u/ml with a data flag and then 9.13 u/ml. This result was considered correct and released to the patient. The reagent lot number was 598103 with an expiration date of 31-aug-2023.